Event description:
A nurse reported the sensor tip of the adc freestyle libre sensor remained in the customer, who is a 7-year-old female, upon sensor removal. The customer developed an infection at the sensor site and was prescribed antibiotics and had the filament surgically removed. Additionally, the customer had an x-ray performed and nothing was found. The customer remained in the hospital for a few days after the filament was removed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for fs libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported the sensor tip of the adc freestyle libre sensor remained in the customer, who is a (B)(6) year-old female, upon sensor removal. The customer developed an infection at the sensor site and was prescribed antibiotics and had the filament surgically removed. Additionally, the customer had an x-ray performed and nothing was found. The customer remained in the hospital for a few days after the filament was removed. There was no report of death or permanent injury associated with this event.